Event description:
It was reported that the insulin pump alarmed multiple times. The insulin pump had been out of warranty. Reporter's blood glucose reading was normal and no medical treatment required. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.